Manufacturer narrative:
The reported event of separation problem and connection problem was not confirmed. The reported event of helix damage was confirmed. Visual inspection found the outer helix was stretched and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to separate from the catheter. The physician was then unable to re-dock the device on the catheter. The device was removed and helix damage was noted under fluoroscopy. The implant of the atrial lp was aborted. The patient was stable.